Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this 31mm bioprosthetic mitral valve, the valve was explanted due to a torn leaflet. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that eight years and nine months post implant of this valve, it was explanted due to a torn leafleft and replaced with a valve of the same size and model. No additional adverse patient effects were reported. Added: patient name added: device serial number. If information is provided in the future, a supplemental report will be issued.